Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition as described by the customer. The DHR review shows that all acceptance criteria inspections were within acceptable limits during the production process. There were no samples received with this complaint therefore a product evaluation was not possible. There were no samples or photos submitted with this complaint therefore the reported condition could not be confirmed. The exact root cause of the reported condition could not be determined due to not having samples or photos to evaluate. Prior to a lot¿s release, the lot must be deemed acceptable, passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. The lot met all defined acceptance requirements and was released. There were no anomalies found during a review of the DHR¿s, maintenance records or process monitoring data. There was no evidence of any systemic failure of the manufacturing process. The initiation of a new CAPA is not required.

Manufacturer narrative:
Device evaluation comment - the customer stated that the device will not be returned for evaluation because it was discarded. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: when the the safety was engaged on the needle, the needle remained exposed.